Event description:
It was reported in may of this year, the pt had abdominal surgery and was admitted for two weeks in the hospital. The pt was unable to charge her unit at the time due to the vast amount of electrical equipment that was in her room. The pt then had a complication that caused her to be admitted for an additional period of time. Since admission and discharge from the hospital back in may/june, the pt has been unable to fully recharge her neurostimulator device with the recharge unit. The coupling bars progress fully and then regress to zero. The pt has to leave the charger on for an extended amount of time without being able to charge the ipg at least just to the 50% mark. The pt was charging more than expected (daily). Prior to the surgical procedure, the pt would recharge the device twice a week. The plan was to try a new antennae to see if it would resolve the issue. Additional info has been requested.

Manufacturer narrative:
(B) (4)